Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 300-500 mg/dl. The customer disconnected from the pump and reverted to insulin injections to manage diabetes.